Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2019, the lay user/ patient contacted lifescan (lfs) (B)(4) alleging that her onetouch verio2 meter was reading inaccurately high compared to her feelings and/ or normal results. The complaint was classified based on customer service representative (csr) documentation as well as additional information obtained by a senior csr following a review of the call recording. The patient reported that the alleged product issue first started at 12:05 on (B)(6) 2019, when she obtained the alleged inaccurately high result of ¿111 mg/dl¿ with the subject meter, compared to her feelings and/ or normal results. Meter to feelings/ normal results comparisons do not meet the criteria necessary for lifescan to determine the possibility of an inaccuracy. The patient manages her diabetes with insulin ¿ self adjuster and she denied taking any action, over and above her usual routine of diabetes management, in response to the alleged issue. The patient reported that a few minutes before 22:32 the next day ((B)(6)) she began to develop the symptoms of ¿tiredness, shaking, impaired vision and feeling confused¿. At this point the patient tested her blood glucose again with the subject meter and obtained a result of ¿116 mg/dl¿ which she again considered to be inaccurately high compared to her feelings/ normal results. The patient reported that 20 minutes later she self-treated her symptoms by eating ¿biscuits¿. The patient denied testing her blood glucose on any other device. During troubleshooting, the csr verified that the subject meter¿s unit of measure was set correctly at the time of testing and the test strips had been stored correctly and had not expired. The csr was unable to walk the patient through a control solution test as they did not have any control solution. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after obtaining an alleged inaccurately high result with the subject meter.

Manufacturer narrative:
The lay user/patient¿s meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Lifescan also conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. Analysis was not possible for the returned test strips due to unknown storage and handling preventing the allegation being physically investigated. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.